Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received ten inappropriate shocks as a result of t-wave oversensing. The patient reported they were just waking up at the time of the delivered shocks. The patient has a history of premature ventricular contraction (pvc) induced ventricular tachycardia (vt). Additionally, it was reported that approximately one week prior the patient underwent an electrode revision procedure due to noisy signals and possible fracture. A new electrode was successfully connected to the existing s-ICD device. A defibrillation threshold (dft) test was performed which exhibited some undersensing in the primary vector, therefore, the physician opted to program the device in the secondary vector. Technical services (ts) was consulted and provided troubleshooting recommendations. Upon further review, ts noted that the amplitudes were low and recommended x-rays be performed in addition to isometrics. Further troubleshooting was performed which confirmed signal amplitude changes during isometrics. A chest x-ray and further device optimization was performed. Subsequently, the physician opted to admit the patient for further evaluation. At this time, the device system remains in service. No additional adverse patient effects were reported.